Event description:
It was reported by the surgeon that post-op of a laparoscopic gastric band procedure, in 2008, the pt presented to the hosp with erythema and tenderness at the port site. The pt was admitted for port site infection. The infection was treated with antibiotics. The port was repositioned on the following month. The pt is improving with no further complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.